Manufacturer narrative:
Lab results: this failure appears to be caused by fluid contamination in the power cord receptical of the rfi/emi filter which caused a short. This burned one of the terminals and melted the plastic at it's base and the corresponding receptical on the female end of the power cord causing the unit to go "vent inop." No corrective action determined.

Event description:
Hosp reports vent inop & burnt smell from unit.